Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a stenosed lesion the lower extremities. A 3x200mm armada 18 balloon dilatation catheter (bdc) was prepared and advanced into the anatomy with no noted issues; however, during the first inflation the tip of the balloon was noted to leak at 8atms. Therefore, the bdc was removed, and a non-abbott bdc was used to continue the procedure. There were no adverse patient effects nor clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported balloon rupture could not be determined. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported complaint could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.